Event description:
It was reported that the atrial lead had high thresholds, oversensing and low sensing. It was noted by the physician that the patient had scarring in the atrium due to previous valve surgeries and lead oversensing was likely due to manipulation during tricuspid valve replacement. The lead was explanted and replaced. The patient is enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The outer insulation of the lead was extrinsically breached due to a cut and was observed to have blood ingression. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: 5086mri52 lead, (B)(6) 2012 .(B)(4).